Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that one touch ultra meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began the same day in the morning. During that time, the pt reportedly noticed that the subject meter would not turn on. On the same day at around 3:30 pm, after the reported issue, the pt reportedly experienced symptoms of "low blood sugars". The mas noted from the recorded call that the pt reportedly took the usual dose of diabetic medication after the meter stopped working and at around 3:30 pm, she reportedly felt her sugar was dropping and reportedly took food and/or drink. The pt reportedly did not receive/require any other medical treatment for the diabetes. Replacement prods were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the subject meter reportedly stopped working.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.